Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, the image of the device was found to be flickering. This is attributed to the faulty charge couple device unit. In addition the cable had kinks. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during an unknown procedure when the device was hooked to the video tower the image was flickering. There is no reported harm to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the faulty charge-coupled device could not be identified. Olympus will continue to monitor field performance for this device.